Manufacturer narrative:
Correction to h10; added the related report number in the correct field.

Event description:
Per the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 ultra resilia valve, when attempting to deliver the valve through the esheath, excessive force was needed to advance the valve approximately 10cm into the sheath. After three physicians attempted to push, the decision was made to use xray to visualize the valve. Imagery showed that a strut was protruding through the sheath. A second system was prepped as the first sheath/commander was removed. The second system went in without issue and a great result was achieved. There was no vascular injury and the closure was normal.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-07463. Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. Correction to g2 and g4. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and revealed the following: two (2) struts were exposed through sheath liner and struts bent outward at the inflow side. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event of frame damage was confirmed based on imagery provided. In this case, available information suggests procedural factors (high push force) likely contributed to the event as reported "when attempting to deliver the valve through the esheath, excessive force was needed to advance valve approximately 10cm into the sheath. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.